Event description:
It was reported the device will not shut off. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6 codes updated. Device evaluation: one device was returned for investigation in used conditions without original packaging. Device had no power, the on/off switch was stuck and the tidal volume was not working as expected. The device was repaired by replacing the MRI battery, sintered filter an\d the orings and other preventative maintenance, once all the repairs were done, the investigators were then able to test the device and it worked as expected. The damage to the device was caused by user interface and a manufacturing error combined. Service history review shows that the device has not been in for service previously.